Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement device and 30mm personal fit flex breast shields and return of her original device was requested for testing/evaluation. In follow up with a complaint handler between 07/13 and 07/15/2020, the customer indicated that the pain had begun a few weeks before she reported the issue on 07/02/2020 and she developed mastitis on (B)(6) 2020, for which she was prescribed antibiotics. She additionally indicated that the mastitis had since resolved and that she was not experiencing pain with the replacement pump. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 07/02/2020, the customer alleged to medela llc that her pump in style breast pump had low suction and she was experiencing pain while using it and developing small white bumps on her breasts.